Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the weld has broken at the head section of the bed where the rails connect to the head deck frame section.